Event description:
Merit was informed that, as a follow up to a cardiac catheterization procedure, a review of a crx showed a retained catheter. Retained catheter was removed. The pt had no long term sequelae. The catheter was discarded by the hosp. Therefore, the lot number could not be determined.